Manufacturer narrative:
(B)(6). The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed there was no signal from the video port which resulted in no image on the monitor screen. A review of the device history record found no deviations that could have caused or contributed to the image not being displayed. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image was not displayed due to a faulty main circuit board. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the video port was not working during installation of the subject device and there was no image. There was no patient involvement.